Event description:
Reporting status: malfunction. Reporting rationale: a loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that after pre-dilatation, the vision was delivered without a problem and it reached short of the lesion (right after the distal portion came out of the tip of the guiding catheter). Angiography was performed, but the distal balloon marker was hard to see. Thus it was removed out of the patient and it was noted that the stent crimped on the balloon had moved distally. Another vision was used to complete the procedure. It was not known if there were any issues with the stent prior to inserting it into the patient because the physician did not look at it carefully; however, there was no unusual feeling when the protective sheath was removed and during preparation. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was fluid visible in the guide wire lumen. The proximal end of the stent implant was located 7 mm distal to the proximal marker band. The stent implant was loose. The middle of the stent implant was slightly expanded. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon was tightly folded. There was no other damage noted to the sds. The tip seal length was measured met manufacturing criteria. The outer diameter of the stent implant were measured using a laser micrometer and did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that after pre-dilatation, a 3.0 x 8 mm vision stent delivery system (sds) was delivered. However, because the distal marker was hard to see during angiography, the sds was removed. It was noted, that prior to removal, the stent had moved distally and the procedure was completed with another vision. Analysis of the returned sds noted fluid visible in the guide wire lumen; however, it is likely that this fluid is a result of the decontamination process at abbott. The tip seal length met manufacturing criteria. There were crimp marks on the tightly folded balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. It was confirmed that the stent had moved on the balloon and was located 7 mm distal to the original position. The stent outer diameters were also oversized and it was noted that the middle of the stent was slightly expanded. At some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent outer diameters to be out of manufacturing specification and the stent to become loose on the balloon. The stent movement may have occurred during removal of the protective sheath, during prep, or as a result of an interaction with the mildly tortuous anatomy and/or guiding catheter during advancement and retraction of the sds. The guiding catheter was not returned for analysis, which may have aided in the investigation. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. Therefore, in this case, it would appear that the stent movement was related to the operational context of the device use, but a definitive root cause cannot be determined. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems were 100% visually inspected online for stent implant placement and security. This MDR is considered closed by the product performance group.